Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic bilateral salpingo-oophorectomy (bso) procedure, while dissecting the ovaries, a yellow alarm appeared with an error message "hand control error", which could not be dismissed. The control panel of the surgeon console (sc) displayed the start-up screen, as if it had just been turned on after calibration. The team pressed 'start' and had to reconfigure some settings, such as endoscope rotation and display filters. After this, they were able to dismiss the error and resume the procedure. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic bilateral salpingo-oophorectomy (bso) procedure, while dissecting the ovaries, a yellow alarm appeared with an error message "hand control error," which could not be dismissed. The control panel of the surgeon console (sc) displayed the start-up screen, as if it had just been turned on after calibration. The team pressed 'start' and had to reconfigure some settings, such as endoscope rotation and display filters. After this, they were able to dismiss the error and resume the procedure. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported surgeon console. Evaluation of the logs indicated that the surgeon console experienced an error code for 'surgeon console hand detect check failure'. The error code reported an error message stating, "caution: hand controller error. Center and straighten in workspace, and remove hands. If error persists, discontinue surgeon console use.". Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.